Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Patient is using both device phone and receiver. Dexcom representative educated patient's mother on some of the common causes for signal loss. No additional patient or event information is available.